Event description:
The surgeon implanted the micl12.6 implantable collamer lens on (B)(6) 2007. The patient post-treatment follow-up form at 48 months was received with the comment "have developed a cataract but no vision loss yet". Additional information was requested form the physician but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Method - medical review. Results: anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. The type of cataract described in this patient is not a clinically significant cataract and is therefore not considered an adverse event. This type of condition is trivial with no compromise to vision, and does not require any surgical or medical intervention. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method (other) - lens work order search. Results: a lens work order search was performed and there were no similar complaints found. (B)(4).